Event description:
During impaction the impactor handle broke. There was no adverse consequence for the pt or delay in surgical or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the root cause of cracking is attributed to a combined effect of mechanical, thermal and chemical stress. The sales rep should instruct the users that highly acidic cleaning solutions should not be used to clean the instruments.